Manufacturer narrative:
The event of ipg inoperable after shoulder surgery was reported to abbott. The ipg became inoperable. The patient stated they put the system into surgery mode for an unrelated surgery. No intervention is planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. The next course of action has not been determined at this time.